Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose (bg) level was reported to be 170 mg/dl and was addressed via a correction bolus. The customer was able to load a new cartridge successfully and resume insulin delivery.